Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a subdural bleed. It was unknown whether the death was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate ii left ventricular assist system (lvas), serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 ¿introduction¿ of this document lists death, stroke, and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 5 ¿surgical procedures¿ (under ¿considerations for preperitoneal or intra-abdominal placement¿) lists wound dehiscence as a risk of preperitoneal and intra-abdominal pump placement. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced sudden series of weakness and vomiting while at home. The patient had a sternal wound discharge that was managed with the hospital and an international normalized ratio (inr) that was within therapeutic range. The death was not device related and the device operated as intended. It was confirmed that there was no infection.